Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range which triggers and automatic safety switch. The lead remains in service. No additional adverse patient effects were reported.